Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported via webform that they experienced bleeding after inserting the adc device and the insertion site would not stop bleeding. The customer indicated that due to this, they went to the doctor and received unspecified medical treatment. Adc customer service contacted the customer however, additional information was provided as the customer refused to provide further information noting that "they did not have time to answer question". Additional attempts to gather information have been unsuccessful thus far. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported via webform that they experienced bleeding after inserting the adc device and the insertion site would not stop bleeding. The customer indicated that due to this, they went to the doctor and received unspecified medical treatment. Adc customer service contacted the customer however, additional information was provided as the customer refused to provide further information noting that "they did not have time to answer question". Additional attempts to gather information have been unsuccessful thus far. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report.